Manufacturer narrative:
Investigation results were provided. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item number is available. Review of event description: it was reported in an abstract that eight patients experienced stem subsidence. The patient had a wagner stem implanted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis and conclusion: root cause determination using dfmea - aseptic loosening, migration of stem short and long term due to surgeon unfamiliar with implantation technique of this stem design (early stability) => possible: it is unkwnon if the surgeon was familiar or not with the surgical technique. As no documents such x-rays or surgical report are available, this cannot be excluded -migration of stem short and long term, splitting of femur, improper initial setting of the implant due to awl design doesn't correspond to the stem design (functionality) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process -migration of stem short and long term due to wrong stem design results in torsion, tilting, subsidence => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. -migration of stem short and long term, splitting of femur due to surgeon unfamiliar with the correct indications => possible: it is unknown if the surgeon was familiar or not with the surgical technique as no documents such x-rays or surgical report are available, this cannot be excluded. -migration of stem short and long term, splitting of femur due to wrong size implanted (incorrect size chosen) => possible: as no product information, documents such x-rays or surgical report are available, this cannot be excluded. The complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that the patients experienced stem migration. The other components implanted are unknown. Unfamiliarity of the surgeon with the surgical technique or deviations from the surgical technique could have affected the performance of the implant in-vivo. However, many other factors, currently unknown due to significant lack of information, could potentially have had influence on the reported issue. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated.. Zimmer (B)(4) consider this case as closed. . Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that eight patients were implanted a wagner stem hip (catalogue number unknown) on an unknown side (exact date not reported). The patients experienced stem subsidence.